Event description:
It was reported that during implant attempt, the lead was positioned in the ventricle but was not stable. When the physician tried to reposition the lead, he was unable to retract the helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fracture (overstress). Full lead returned and analyzed.